Manufacturer narrative:
Conclusion - part on order.

Event description:
It was reported via repair work order that the fowler was stuck in an elevated position due to disconnected CPR release cables and a damaged actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.